Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer indicated that when quality controls were run the results were out of range on channel 1 of the e601 analyzer. Since the results were out of range the customer repeated 23 patient test results for total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa, thyrotropin (tsh), and afp a1-fetoprotein (afp). Based on the data provided, 13 patient samples were erroneous. Nine patient samples tested for tsh were erroneous, 3 patient samples tested for afp were erroneous and 1 patient sample tested for total psa were erroneous. The erroneous results were reported outside of the laboratory. Refer to the attached data for patient results. The unit of measure was requested but not provided for any of the tests. No adverse events were reported. The tsh reagent lot number was 185795 with an expiration date of 01/30/2016. The afp reagent lot number was 178416 with an expiration date of 12/30/2015. The total psa reagent lot number was 181675 with an expiration date of 01/30/2016. Calibration and quality controls were acceptable. The field service engineer (fse) indicated that when the customer powered on or off the instrument, the high voltage adjustment and blank cell calibration levels change. The fse replaced multiple parts and repositioned the sipper nozzle and the instrument worked appropriately afterwards.

Manufacturer narrative:
The unit of measure for each test was provided. The tsh results are in uiu/ml. The tpsa results are in ng/ml. The afp results are in ng/ml. The investigation determined that the most likely root cause was a problem with certain parts of the instrument since quality controls were acceptable after replacing these parts.